Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified three more curved openings, a wear abrasion and fold creases. A microscopic analysis and leak test were performed which identified more three curved striated openings and striated nicks. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -more three openings striated in the side anterior/posterior assessed as surgical damage. -nicks striated assessed as surgical tool scratch like.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.